Event description:
It was reported that this artificial urinary sphincter (aus) failed and needed to be replaced. A surgical procedure was performed to remove the aus. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. Balloon passed visual inspection. No damage or abnormalities were found. Balloon passed leak testing. Balloon passed functional testing. The cuff was visually inspected, and leak tested. Cuff passed visual inspection. No damage or abnormalities were found. Cuff passed leakage test. The pump was visually inspected, leak and functionally tested. Pump passed visual inspection. No damage or abnormalities were found. Pump passed leakage test. Functional test revealed that the pump failed poppet pressure test with an output reading below its specification. Based on the information available and analysis results, the reported device issues were unable to be confirmed; however, a conclusion code of cause traced to component failure was assigned to this investigation because the pump issue could affect the product performance. Concomitant product UDI for pump is (B)(4). Concomitant product UDI for cuff is (B)(4).